Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at ipg site. Surgical intervention may occur to address the issue.